Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Add¿l info was received from the surgeon, who indicated the final iol cylinder axis was as intended. The iol is in the capsular bag.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).